Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. During use of a 6f/7f mynxgrip vascular closure device (vcd) the balloon ruptured due to calcification. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water, and a leak in the balloon was revealed. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 2.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1901401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon approximately 2.5 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the reported calcification, may have contributed to the reported event as calcification is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h2, h3 and h6 have been updated accordingly. Section b5:during use of the 6f-7f mynx grip vascular closure device (vcd) the balloon ruptured due to calcification. There was no reported patient injury. The device is expected to be returned for evaluation. One non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water the results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 2.5 mm from the balloon proximal neck. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the 6f-7f mynx grip vascular closure device (vcd) the balloon ruptured due to calcification. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1901401) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use of the 6f-7f mynx control vascular closure device (vcd) the balloon ruptured due to calcification. There was no reported patient injury. The device is expected to be returned for evaluation.